Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse was getting an erratic water temperature (wt) on arctic sun trial device. Biomed was talking to nurse, water temperature went from 24c to 18c to 19c in just a few seconds. Then spoke with ms and s, said that the device could be overfilled. Nurse would call back later if they decided to continue therapy with this patient.

Event description:
It was reported that the nurse was getting an erratic water temperature (wt) on arctic sun trial device. Biomed was talking to nurse, water temperature went from 24c to 18c to 19c in just a few seconds. Then spoke with ms and s, said that the device could be overfilled. Nurse would call back later if they decided to continue therapy with this patient. Per follow-up 1 on (B)(6) 2021 via nurse, stated that they were not sure what was causing the issue but it resolved itself and therapy continued. No additional information was available.

Manufacturer narrative:
Per additional information received, it has been determined that this is not a reportable event. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.